Manufacturer narrative:
The device has been received by (B)(4). The device was evaluated and the reported condition of "black oil leaking out of the tip" was not confirmed. Reliability engineering evaluated the device and it had no detectable oil leaks. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had an "oil leak." The device was used in surgery. There was no patient or user injury. There was no additional information provided.